Event description:
Bedridden about a week or two out of each month due to joint and muscle pain and arthritis, headaches, hospitalized for severe, uncontrollable migraines, dry eyes, dry mouth, severe thirst, breast pain and sensitivity, sinus issues and severe congestion, severe depression, anxiety, jaw pain, inflammatory arthritis, shortness of breath, sebaceous cysts, uncontrollable urination, heel pain, skin sores on hands resembling psoriasis sores on tongue, and severe hot flashes. Had MRI of several parts of body and found severe arthritis. Reference report: mw5146642.